Manufacturer narrative:
The company representative examined the system and replaced the lamp. Preventive maintenance was performed. The system was then tested and met product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that during surgery, two system messages were displayed. They switched illumination sources and proceeded with the surgery. There was no patient harm reported.